Event description:
It was reported that the programmer was unable to interrogate a particular implantable device model, and the keyboard was broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not interrogate a protecta model device. As a result the hard drive was replaced, the hard drive was reimaged and software was reloaded to resolve interrogation issues. It was also noted that the keyboard was broken.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): product ID 2067l programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).